Event description:
The patient was in a skilled nursing facility. The tlc-ii had been alarming intermittently for several days - low lvad pressure. Changing the vacuum to lower the rate appeared to resolve the alarms. The tlc-ii alarmed and the nurses found the patient unconscious and the vad was not pumping. Handpumping restored conciousness and the patient was switched to the back-up driver. The patient was then transferred back to the hospital. There was no patient injury.